Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain. It was reported by the patient they had a morphine pump and the pump had been empty for over 4 months and alarming for 3-4 months. Patient stated it had been very hard finding someone to fill the pump and they were in so much pain. Patient stated they want to take out the pump and put in a spinal cord stimulator (scs) device. Patient stated pain management wanted to give them injections. Patient stated they were sent for 2 magnetic resonance imaging (MRI) - agent reviewed MRI compatibility. The patient stated they did not know if the pump was working. Patient noted that their hands were numb. Patient added that the left and right side near the ribs and across middle and upper back were getting pain and felt like their ribs were crushed. Patient mentioned they went to the bathroom and felt like they could not breathe. Patient mentioned they could not see that good. Patient mentioned the last time they tried to get the pump filled in florida, they would not help him fill out the papers and patient got upset with them. Patient stated their legs were numb, they had neuropathy, and severe nerve damage. Patient stated the last time they got an MRI, their nose was touching the top and they had to get the patient out of there. Agent reviewed technical services information. The patient stated they did not have a managing hcp but saw a pain management doctor. Agent redirected to hcp to further address possible pump removal/next steps for MRI.